Event description:
It was reported in 2007, that the patient has a history of staphylococcal infection around the implant site. The patient's doctor has her on cipro among other antibiotics. You can currently see her internal device through the skin. However, the patient has not described a change in her hearing. As per information received on september 25, 2007, the patient's physician has decided to explant the patient of the device three days later. He wants to cut off the receiver and leave this electrode array in the cochlear. After a period of 6 months healing, he will then re-implant. The patient is still able to hear with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.